Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and suggested bringing the patient in to evaluate the lead with isometrics and pocket manipulations. The consultant also stated the clinic could consider increasing the red alert out of range measurement to 150 ohms. The patient was brought into the clinic and pocket manipulation as well as isometrics were performed which resulted in stable shock impedances of 100-105 ohms. The office will continue to monitor the patient via remote monitoring. Additionally, the high end value of the shock impedance was increased from 120 ohms to 150 ohms. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was generated for this system due to a shock impedance measurement greater than 125 ohms. A review of the lead data shows measurements have been increasing. No adverse patient effects were reported.